Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a cystourethroscopy with resection of bladder tumor (2.0 to 5.0 cm) procedure performed sometime in 2020. During the procedure, the acquisition of the biopsy specimen was adequate. Two (2) days post-procedure ((B)(4)), the patient was admitted to the hospital for management of pyelonephritis and possible post-procedure emphysematous cystitis. Per physician's assessment, the event was not serious, was possibly related to the device, and probably related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 3, 2020, was chosen as the best estimate based on the procedure which happened sometime in 2020 and two (2) days post-procedure ((B)(4)) patient admission for management of pyelonephritis and possible post procedure emphysematous cystitis. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1310 captures the reportable event of urinary tract infection. Impact code f08 captures the reportable event of hospitalization.

Manufacturer narrative:
Block h11: block b5 has been updated with the additional information received on (B)(6), 2024. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as the best estimate based on the procedure which happened sometime in 2020 and two (2) days post-procedure (pod02) patient admission for management of pyelonephritis and possible post procedure emphysematous cystitis. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1310 captures the reportable event of urinary tract infection. Impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a cystourethroscopy with resection of bladder tumor (2.0 to 5.0 cm) procedure performed sometime in 2020. During the procedure, the acquisition of the biopsy specimen was adequate. Two (2) days post-procedure (pod02), the patient was admitted to the hospital for management of pyelonephritis and possible post-procedure emphysematous cystitis. Per physician's assessment, the event was serious, was possibly related to the device, and probably related to the procedure.